Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon at an unknown dose and concentration via an implantable pump for adrenoleukodystrophy. It was reported that a refill was performed hurriedly on (B)(6) 2019 due to 0 ml reservoir volume. It was ¿suspected whether the confirmation on the alarm date was wrong¿. After the refill at the end of (B)(6), the dosage was increased for controlling spasticity, but no expected effect was observed. The concentration was changed associated with increasing the dosage. On (B)(6) 2019, another refill was performed. Improvement in spasticity ¿was performed¿, but the patient ¿did not recover after the procedure¿. It was reported that the dosage was ¿increased¿ to 400 mcg. It was reported that after the refill in (B)(6), the dosage was reduced due to tendency to drowsiness. It was the physician¿s assessment that the causal relationship between the drowsiness and the drug could not be denied. On (B)(6) 2019, another refill was performed. The effect was observed after the previous refill, and the dose was reduced conversely to 96 mcg. On (B)(6) 2019, another refill was performed. Although the effect on spasticity was observed, the lower limbs had no strength left. The patient was placed under observation by reducing the dosage. On (B)(6) 2019, another refill was performed. Spasticity was hardly observed, and the drug was replaced with saline solution. It was the physician¿s assessment that it could not be judged whether the event was due to the progression of the underlying disease at this point, but muscle weakness of the lower limbs was observed. The physician¿s assessment stated that in the process of adjusting the dosage, ¿although the effect on spasticity was observed and spasticity almost disappeared when the dosage was reduced, lower limbs had no strength left and muscle weakness was observed, so the causal relationship of the drug could not be denied.¿ the causality of the drowsiness and muscle weakness was attributed to the drug. The causality of the drowsiness and muscle weakness was not attributed to the catheter, pump, programmer, or surgical procedure. The date of incidence for the muscle weakness was ¿from about (B)(6) 2019¿. The classification of severity for muscle weakness was ¿1-7 (not serious)¿. The outcome was of the muscle weakness was ¿unrecovered¿. The date of incidence for the drowsiness was ¿in (B)(6) 2019¿. The classification of severity for drowsiness was ¿1-7 (not serious)¿. The drowsiness went into remission on (B)(6) 2019. No further information on concomitant drugs and medical history was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(4) via a manufacturer representative. It was unknown if an empty reservoir alarm/message occurred when the reservoir volume reached 0 ml. The expected reservoir volume (erv) when the actual reservoir volume (arv) reached 0 ml was unknown. The cause of the empty reservoir was undetermined. There were no reported symptoms as a result of the empty reservoir.